Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the hospital for unrelated reasons, interrogation revealed the device was in backup vvi reset mode. Device replacement was recommended. No further information is available.